Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump, but there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2405 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler then passed the touch screen test. The functioning inverter board was removed from the front panel at the completion of the investigation. An internal inspection of the cycler identified visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was dim during setup. The display brightness on the cycler was reportedly set to 10. The ts representative advised the patient to discontinue use of the device, and they were issued a replacement cycler due to the screen brightness problem. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had continuous ambulatory peritoneal dialysis (capd)/manual supplies, and that they were trained to perform manual pd therapy. The patient stated they would perform manual pd therapy. Upon follow-up it was confirmed the patient was able to complete their treatment with capd supplies. The patient did not experience any adverse effects or require medical intervention due to the event. The cycler was returned to the manufacturer for physical evaluation, and the replacement cycler was received by the patient. Upon evaluation of the returned cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.